Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s parent reported via phone call that the customer had experienced a high blood glucose event. The customer¿s blood glucose was 23.0 mmol/l l at the time of incident. Customer¿s parent stated that the infusion set was changed the night prior to call and the customer woke up with a blood glucose reading of 9.0 mmol/l, blood glucose reading went up to 23.0 mmol/l after customer had breakfast and bolus for it. Customer's parent stated that there was no issue with the infusion set, no damage to the insulin pump. Insulin exited after a 5 unit of insulin was delivered. Self test was performed and passed. The customer¿s parent was advised to monitor and call back for further assistance. The insulin pump is not expected to return for analysis.